Event description:
On (B) (6) 2009, the pt underwent an endovascular procedure to treat an infrarenal aortic aneurysm. The aneurysm was excluded. The contralateral leg component was advanced on the left side. The physician had minor resistance advancing the device catheter. The device deployed as intended. Upon removal of the device catheter, the physician found the polyamide tubing to have been sheared off. It was found in the hub of the 12 fr cook sheath. There was no adverse event to the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Method - an engineering eval has been conducted. Results - the engineering eval stated that the delivery catheter had completely separated at the trailing end of the polyimide guidewire lumen. Evaluation: the delivery catheter has completely separated at the trailing end of the polyimide guidewire lumen. Review of lot history: review of the dhrs verified that all requirements were met. Root cause analysis: CAPA (B) (4), "aaa polyimide failures" has been opened to further investigate the root cause of this failure. Conclusion: there was no clinical consequence associated with this case. The review of the DHR verified that the lot met the spec and the acceptance criteria. Additional investigation will be conducted and documented in CAPA (B) (4), "aaa polyimide failures."